Manufacturer narrative:
Date of initial report sent: 11/12/2009.

Event description:
Procedure type: abdominal hysterectomy. According to the reporter: during use, the vaginal stump was opened and small bowel partly came out. Re-operation was needed. The patient is under observation. The product used in the surgery was not returned. Additional information has been requested.